Event description:
A surgeon reported that an intraocular lens (iol) needed to be removed because there were "cracks" on the iol due to a yag laser capsulotomy. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Two pictures were returned for eval: one shows the serial number info and the other is a picture of the lens still in the eye. The lens appears to have cracks or scratches; however, no determination can be made from a picture. Root cause: the product investigation could not identify a root cause. (B)(4).